Event description:
It was reported that a malfunction occurred, displaying malfunction code 9. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. Instructions were given to continue using the pump and to report if any further issues arise.